Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(6) 2015. Dtba1d4 ICD implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and was thought to have dislodged. Upon follow-up, it was determined that the lead had not dislodged but was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.